Event description:
It was reported that there was a complaint against an absolute pro 5.0 x 80 mm stent delivery system (sds) and an absolute pro (size unknown) sds during preparation. It is assumed that both of the absolute pro stents were accidentally partially deployed by operator before inserting into the sheath. There was no patient involvement and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.